Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy upon flushing the lumen, the cardiologist found a hair on the catheter. A new kit was used to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy upon flushing the lumen, the cardiologist found a hair on the catheter. A new kit was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The shelf carton was returned and the iab found on the product tray outside of the returned pouch with the membrane unfolded. No blood was visible on the iab. The insertion kit was returned sealed and intact. The technician reviewed the identified location and the product tray was found to have a hair taped onto the product tray. The evaluation confirms the reported event. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).